Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that when the rn pulled the chemotherapy keytruda (200 mg/100 ml ns) out of the bag to connect to the patient, however noticed that the filter separated from the extension tubing and leaked , the set was connected to secondary line. The user stated that the line was primed with saline, no exposure or harm to the patient or rn.

Manufacturer narrative:
The customer¿s report that the filter separated from the extension tubing and leaked was confirmed. Visual inspection observed that the tubing was completely broken and detached from the 0.2 micron filter outlet.. The filter outlet port pivot was observed to be broken off and still inside the sleeve tubing. No functional testing was feasible. The root cause of the broken 0.2 micron filter outlet port pivot was identified as supplier assembly, handling, and shipping processes, in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
It was reported that when the rn pulled the chemotherapy keytruda (200 mg/100 ml ns) out of the bag to connect to the patient, however noticed that the filter separated from the extension tubing and leaked , the set was connected to secondary line. The user stated that the line was primed with saline, no exposure or harm to the patient or rn.